Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host computer was unable to boot, preventing a full system boot. Upon functional testing, the fse found that the software was corrupted due to which blue screen appeared after restart. To resolve the issue, the fse reloaded the software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.